Manufacturer narrative:
Not returned. During the same procedure in 2007, the svc perforation was successfully resolved, via cardio surgeon intervention; the physician elected to suspend any additional intervention. The patient exhibited ventricular fibrillation however, was successfully converted via external defibrillator. The patient then expired as a result of advanced cardiopathy induced hypotension. An autopsy was not performed and all system components remained implanted. If additional information is received, this event will be updated further. Note to FDA: the alert date for the serious injury MDR for the lead fracture was twenty days earlier. The alert date for the death medwatch for the patient death was eight days later.

Event description:
Boston scientific crm received information that this right ventricular (rv) transvenous defibrillation lead exhibited an increase in impedance and threshold measurements. During further investigation, an increase in right atrial (ra) thresholds were also noted. X-ray examination revealed that the rv lead was fractured. During a revision procedure, the physician encountered difficulty extracting the lead and it was found that the stylet had been left in the lead at implant. The stylet was in two pieces and was successfully removed. Additionally, a plugged lead lumen was encountered, resulting in extraction tool usage limitations. During mechanical lead extraction, the systolic pressure of the patient decreased, and it was observed that the superior vena cava (svc) had been perforated, requiring surgical intervention to repair.